Event description:
It was reported that this right ventricular (rv) lead was unable to be implanted due to product performance issues. No additional information is available at the moment. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was unable to be implanted due to high capture thresholds; after several attempts at implant, the lead stopped extending and retracting correctly and it became damaged. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was unable to be implanted due to high capture thresholds; after several attempts at implant, the lead stopped extending and retracting correctly and it became damaged. No additional information is available at the moment. No additional adverse patient effects were reported.

Manufacturer narrative:
D4. Serial number